Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that currently the patient had poor communication on the patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the ins. Stimulation had stopped working again. The last time that the patient had felt stimulation was last week around wednesday. The patient reported that their ins was charged but did not know the last time that they had charged. They were redirected to their health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the implant stopped working. The patient said the implant will not charge up or do anything. The patient said they met with a manufacturer representative (rep) on ((B)(6) 2017 because the recharger showed a pr-av 5.4.00 code. The patient said the problem now was that the stimulator needed to be replaced because the wires popped in 2017. The patient further explained that it completely shut down. The patient stated the programmer did not work or do anything. No further complications were reported.